Event description:
The customer reported the device was broken/damaged with a cracked front case. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left handle, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, front & rear door, latch module, pca lock label, and tube drivearm. Performed calibration. A review of the device history record showed the device had a manufacture date of 11nov2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked front cover pca. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device was broken/damaged with a cracked front case. There was no patient involvement.

Event description:
The customer reported the device was broken/damaged with a cracked front case. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.